Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle flash meter using freestyle test strips. The customer obtained readings of 426 mg/dl and 126 mg/dl within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone. This differrence in reaadings is considered clinicaly significant. There was no report of death, serious injury or mistreatment associated with this event. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted once investigation results are available.